Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the lead failure to advance was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection indicated that the there were no anomalies at the stylet of the obstruction region except for the observation of excessive blood inside the inner coil. The cause of the reported event was isolated with clogged blood inside the inner coil and no anomalies were seen.